Event description:
The user facility reported to terumo cardiovascular systems that during the rewarming phase of cardiopulmonary bypass surgery, the tubing connected to the base outlet of the reservoir slipped off the connector. They came off cpb with arterial and venous lines clamped, reconnected the tubing to the connector, and re-instituted cpb in less than 30 seconds. There was approximately 100cc of blood loss, the pt did not require a transfusion and there was no pt harm, surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation hs not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).